Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-08295.

Event description:
Customer reported the insulin pump has been going into threshold suspend when blood glucose was 130 mg/dl. Customer states the device constantly alarms check blood glucose. Customer also stated issues with the sensor. Customer was advised how to properly calibrate. Customer declined any troubleshooting. No further information reported.